Event description:
Customer is experiencing high and low blood glucose levels. The physician has adjusted his settings and he is keeping an eye on his blood glucose. Customer was instructed to perform a manual bolus. The current blood glucose reading is 271 mg/dl. Customer stated that the dome sticker is missing, there is a hole in that space. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, a cracked reservoir tube window and cracked battery tube threads. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.